Event description:
It has been reported that on (B)(6) 2012, the chief physician had to place a 2-lumen cvc for a patient who was under administrating medication. Before inserting the catheter, he tested and purged the catheter with a solution of nacl 0.9%. He used both the distal and proximal lumens and the solution came out of the same lumen to the outside. As a result, the catheter was not used for the patient and another kit was opened. See MDR # 3006425876-2012-00026 for the second kit opened.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.